Manufacturer narrative:
The customer did not request service for the system. The serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. With no additional, related information provided, the customer reported event could not be confirmed. Root cause the root cause of the reported event can be attributed to the nonconforming main power cable. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A company representative reported on behalf of the customer six patients experienced toxic anterior segment syndrome (tass) following a surgical procedure. Procedure details have not been provided. Additional information has been requested. A completed questionnaire was received indicating the event took place following a cataract extraction with intraocular lens implant procedure in the patient's left eye. There were no complications during the procedure. The patient did not require any medical or surgical intervention. This report represents patient two of the six patients.